Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter and an irrigation issue (used in the patient) occurred. The pentaray nav high-density mapping eco catheter was used for mapping. Everything worked fine. Ablation was performed. After ablation, the pentaray nav high-density mapping eco catheter should have been used for a remap, but the pentaray nav high-density mapping eco catheter could no longer be flushed. No warnings or errors on the ngen pump or application. Flush and low flow worked with tubing only. Tried to flush the pentaray nav high-density mapping eco catheter several times with low flow and high flow. Did not work. The physician tried to manually flush the pentaray nav high-density mapping eco catheter. Did not resolve the problem. A new pentaray nav high-density mapping eco catheter was used. The procedure was delayed 10 minutes. The procedure was completed successfully. No patient consequence. Additional information was received. The correct catheter settings were selected on the generator. The pump was switching from low flow to high flow during ablation. The ablation catheter was used with the pump. Pentaray nav high-density mapping eco catheter was connected to conventional fluid bag. But for the remap with the pentaray nav high-density mapping eco catheter, its irrigation did not work. Therefore, tried to overcome this problem by connecting it to the ngen pump and irrigate it at a defined rate. However, the pentaray nav high-density mapping eco catheter irrigation still did not work.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a pentaray nav high-density mapping eco catheter. The pentaray nav high-density mapping eco catheter was used for mapping. Everything worked fine. Ablation was performed. After ablation, the pentaray nav high-density mapping eco catheter should have been used for a remap, but the pentaray nav high-density mapping eco catheter could no longer be flushed. No warnings or errors on the ngen pump or application. Flush and low flow worked with tubing only. Tried to flush the pentaray nav high-density mapping eco catheter several times with low flow and high flow. Did not work. The physician tried to manually flush the pentaray nav high-density mapping eco catheter. Did not resolve the problem. A new pentaray nav high-density mapping eco catheter was used. The procedure was delayed 10 minutes. The procedure was completed successfully. No patient consequence. The device evaluation was completed on (B)(6) 2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the device was not flushing, due to the irrigation tube was found folded. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6) 2024 noted a correction to the 3500a follow-up #2 as erroneously omitted the h4. Device manufacture date and d4. Expiration date. Therefore, processed.